Event description:
The customer reported that he was hospitalized with a blood glucose of 33 mg/dl. No significant events were recalled leading up to the incident. The customer also reported that he experienced several high blood glucose levels up to 371 mg/dl and low blood glucose down to 31 mg/dl from about (B)(6) 2014 to the date of reporting, at which time his blood glucose was 99 mg/dl. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. No air bubbles were found. Insulin did exit the tubing during a manual prime and no leaks were found. The settings and history were correct with no significant findings noted. The customer was advised to change the entire set, reservoir and insulin. The customer stated the infusion sets have been bent in the past. He performed a high pressure test with the insulin pump, which passed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).